Event description:
The pharmacist reported that "the nail fractured while the pt was walking, without notion of fall. The broken nail was extracted and replaced by another one."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.